Event description:
This event for death is being conservatively reported. It was reported that on (B)(6) 2021, an 18 mm amplatzer p.I. Muscular vsd occluder was selected for implant, however was mis-sized as it was not stable on transesophageal echocardiogram (tee). A 20 mm amplatzer p.I. Muscular vsd occluder was then selected with a 10f amplatzer torqvue delivery system (ds), however, when deployed, the right disc showed a cobra deformation. After "several recaptures and redeployments," the issue persisted. A new 20 mm amplatzer p.I. Muscular vsd occluder was prepared to be exchanged. However, when removing the first 20 mm device with the 10f amplatzer torqvue ds, one of the tricuspid chordae was damaged, resulting in significant tricuspid regurgitation. The patient was referred to surgery and was transferred to the operating room (or) in hemodynamically stable condition. However, the patient developed heart failure after emergency surgery and failed intervention. The patient passed away the same day ((B)(6) 2021). The user did not allege a malfunction with an abbott product that lead to the patient passing. The user did not allege a relationship between the patient passing and an abbott product. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
H6 codes updated. An event of tricuspid regurgitation caused by removing the device from the patient, and patient death due to heart failure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.